Event description:
It was reported that a ventricular tachycardia (vt) event was not detected by the device due to possible undersensing. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.